Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Reported event: an event regarding abnormal ion level involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: no product was returned for evaluation however a photograph was provided for review. The photograph shows a recently explanted metal head. Blood is visible on the device. The device appears unremarkable. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left hip revision for adverse reaction to metal debris and cobaltism. Head, insert, and screws explanted. Head revised to universal taper ceramic and insert changed to competitor cemented constrained insert.